Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was "not working". Blood glucose levels ranged from 300-over 400 mg/dl. Review of pump history verified that the pump did not declare any alarms or malfunctions. The customer declined to perform troubleshooting and, at the time of the reported event, reported no issues with the pump.